Event description:
The customer reported that the system is giving an x-ray inhibited error. Pt was not injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.